Event description:
A nurse reported a "growth on anterior surface of lens" following intraocular lens (iol) implant surgery. She reported posterior capsule opacification was observed. The nurse reported a yag laser procedure was performed. In a follow-up phone call, the surgeon described the event as an anterior capsular growth that is translucent and grows from the periphery of the capsulorhexis. He stated it starts around two weeks following surgery at which time he performs the laser procedure. Personal info was received which indicated the use of an unapproved viscoelastic. There are five medical device reports associated with this event. This report is for the second pt.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Add'l info was provided which indicated the use of an unapproved viscoelastic. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested and received. (B)(4).